Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a procedure was performed due to device migration. It was indicated the original pocket was small, but the capacity of the quite large. It was indicated the skin of the pocket area was thinning. As a result, the device was explanted and replaced with a thinner competitor device. No additional adverse patient effects were reported.